Event description:
It was reported that a patient underwent outpatient surgery for skin cancer on the face, suture was used. During the procedure, it was noted that the needle broke near the swage. The area was dissected in search of the needle fragment and the surgeon was not able to retrieve it. The surgeon opines that it is possible the needle fragment was removed by the suction device or it remains possible that the majority of the needle remains embedded in the patient's soft tissue. The reconstruction of the patient's wound was completed and the surgeon plans on sending the patient for an x-ray to evaluate the site in a week after the sutures have been removed and swelling has decreased.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch eak505, mfg date: 01/01/2012, exp date: 01/31/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.